Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was advised on the steps to take with the replacement pump, including putting their current pump in storage mode and returning it. The customer will continue using the current pump as backup therapy and has been informed about receiving a pump with updated software.